Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2003, patient underwent the following surgeries: laparoscopic bilateral ¿saloinge copnorectomy¿ to treat the following pre-op diagnosis: endometriosis, pelvic pain, responsive to depo-lupron. On (B)(6) 2009, the patient underwent the following surgeries: l5 ¿s1 anterior lumbar interbody fusion with lordotis taper cages and infuse to treat the following diagnosis: l5-s1 painful degenerative disc, having failed and conservative treatment. Op-notes: the surgeon placed the medium double barrel tube in place. Then they did an appropriate reaming and then placed a 26mm x14mm lordotic taper cages filled with rhbmp-2 and achieved excellent purchase. They were nicely ¿recessed.¿ the fit appeared perfect and placement perfect. The surgeon placed the remaining rhbmp-2 between the cages and then further x-rays were taken. There were no complications. The patient was then taken in stable condition to the recovery room. On (B)(6) 2009, the patient underwent the following surgeries: exposure of the l5 s1 disk space via an anterior retroperitoneal approach and closure of such following anterior lumbar interbody fusion to treat the following pre-op diagnosis: degenerative disk disease at l5-s1. Findings: the patient¿s subcutaneous tissues and anterior ¿fasria¿ were somewhat scarred from her prior abdominectomy. Nonetheless, we were able to dissect down through this and expose the left rectus muscle. We there then able to identify the arcuate line and dissect into the retroperitoneum. Inferior and lateral to this they entered the retroperitoneal space nicely and were able to sweep all of the retroperitoneal fat and intraabdominal contents medially from left to right, exposing the psoas muscle, the iliac vessels and the spine at the level of concern. Patient alleges unspecified injury due to the use of rhbmp-2.